Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that the patient did stop charging a while ago, the reason why is unknown. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section d4 - UDI corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was dead and had been dead for a while. The ipg was deemed inoperable. It was also reported the patient had ineffective stimulation, and the system did not help. Surgical intervention may take place to address the issue